Event description:
A 91 year old patient was found unresponsive in bed, with her head wedged between the overlay mattress and the siderail. Attempts at resuscitation were unsuccessful. The medical examiner was notified and on 2/17/99, the medical examiner reported the cause of death was asphyxiation due to compression of the neck on the bedrail.